Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to the lead exhibiting high pacing thresholds. A new ra lead with the same model was placed. No additional adverse patient effects were reported.